Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon decided that the stem had subsided and needed to be revised to a larger size. The stem loosening seemed to be due to not having a good metaphyseal fit the patient stem was removed and canal was prepped with reamers and broaches for a larger stem. New stem and head were implanted. The stem was loose at the bone to implant interface. Doi: (B)(6) 2018. Dor: (B)(6) 2018. Right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.